Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Priming was performed and a leak was observed in the vent of the filter. The reported conditions were verified. The cause of the condition is supplier manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp extension set leaked an unspecified chemotherapy drug "near the patient side". This occurred after the device was connected, during patient use. The extension set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.